Event description:
It was reported to ge medical systems that a pt fell from the pt support table while getting off of the table, resulting in a broken hip. A step stool was not in use and the height of the adjustable pt support table at the time of the incident is not known.